Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 446 mg/dl. The symptom that the customer got from high blood glucose was headache ringing in ears. Customer had low blood glucose reading of 55 mg/dl and 65 mg/dl but treated it by eating and drinking fruits. Customer felt ok to do troubleshooting. Customer reports they have not contacted their healthcare regarding the high blood glucose reading. Customer blood glucose reading was 464. Customer blood glucose at the time of the incident is 446. Drive support condition was not mentioned. Customer will change the infusion set to see if there is air bubbles or leaks. Customer treated their high blood glucose reading with manual injection. Customer said infusion set was last changed on (B)(6) 2017. Insulin pump will not be returning for analysis.